Manufacturer narrative:
Customer returned pump for alleged pump error 38, unresponsive keypad, and unexpected battery power loss found on (B)(6) 2023. Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed pump error 38 multiple timed starting on (B)(6) 2023 at time 16:10:00.000 and ending on (B)(6) 2023 at time 17:16:21.000. Pump error 38 due to moisture damage on the motor. Verified the pump alarmed failed battery test on (B)(6) 2023 at time 16:33:30.000, low battery alert on (B)(6) 2023 at time 00:09:00.000, and battery removed on (B)(6) 2023 at time 16:37:48.000 were all found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor, and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump passed all required testing. Pump error 38 was confirmed due to moisture damage on the motor. Unresponsive keypad was not confirmed. Unexpected battery power loss was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error code of 38. It is also reported that no buttons on the keyboard respond and that the battery failed alarm sounds. No harm requiring medical intervention was reported. Troubleshooting was performed, but the customer was not able to clear the alarm successfully. The customer is allowed to access the menu screen and navigate screens. The customer will discontinue pump use and revert to the backup plan as per instructions. The device will be returned for analysis.